Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16065047, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients lead was explanted for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there is no further information can be obtained. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead was explanted for an unknown reason. The patient was doing well postoperatively.